Event description:
--

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A review of device's stored data confirmed that a fault/error code had occurred. After receiving the device for analysis, telemetry could not be established using a zoom or an engineering-level programmer. The titanium case was opened and the measured battery voltage of the ICD was 1.0 volts. The battery was then removed, so that an external power supply could be connected to the device circuitry for further analysis. A higher than normal current drain was observed. Electrical testing and photo emission microscopy analysis isolated the high current condition to a specific site in an integrated circuit component. That site was within one of the component layers (oxide) within a region of the integrated circuit corresponding to a transistor switch. This anomaly can cause a high current drain, which over time can result in premature battery depletion, which appears to have occurred in this case.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this patient's monitoring system detected an alert associated with a 'voltage too low for projected remaining capacity'. The uploaded information from the patient's monitoring system was reviewed by boston scientific's in-house engineering. Analysis confirmed that a low voltage alert had been declared in late-november 2013 and that the device was exhibiting high current drain. Based on data analysis findings, the device should be explanted. The patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The device was received at boston scientific's return product department.